Event description:
A (B)(6) woman had undergone coronary intervention for new-onset atrial fibrillation with associated left ventricular dysfunction. Right coronary artery angioplasty and stenting was performed via a right femoral artery approach. A celt closure device was used at the right femoral access site. However, closure was not successful, and the patient developed a hematoma in the right groin with the celt device found in the right mid-sfa. Using left femoral artery access and an internal mammary artery catheter, the right common iliac and external iliac arteries were cannulated, followed by passage of a glide wire into the right common femoral artery. A 45-cm-long, 6f pinnacle sheath was inserted, and a 0.014-in., 260-cm-long choice pt guidewire was used. The guidewire was advanced into the distal sfa beyond the dislodged celt device. A 5-mm x 2-cm long angioplasty catheter was inflated distal to the embolized celt device and inflated to bring the device toward the pinnacle sheath and into the distal profunda femoral artery. A small perforation was present near the origin of the sfa, which was controlled by prolonged low pressure balloon inflation with a 7-mm x 2-cm angioplasty catheter. The patient developed a moderate size hematoma in the groin that was not pulsatile. A computed tomography angiogram of the pelvis was obtained, which showed a hematoma lateral to the femoral vessels without any evidence of a pseudoaneurysm. The hematoma was managed conservatively. Because the patient did not complain of ischemic symptoms of the right lower extremity (intermittent claudication or rest pain), removal of the celt device from the dfa was not recommended because of her poor cardiac and overall medical condition.

Manufacturer narrative:
This report is associate to literature: maldeployment of celt acd vascular closure device. A search of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).